Event description:
Patient had interstim device implanted in (B)(6) of 2008. The battery is depleted. Patient wants device removed and replaced.manufacturer has been advised of dead battery. Their patient advocacy group is calling the patient for more information.